Manufacturer narrative:
The problem was due to a damaged micro-switch for detected the fiber presence, and to a damaged display signal cable. After the replacement of those two components, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system does not recognise the fibers and the display does not work.